Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation broke postoperatively. The explant date is unknown; will need a reoperation. This report is 2 of 3 for (B)(4).

Event description:
An image reading of the 5 x-rays was conducted by a medical director from this manufacturer. The following was reported from the review: I can confirm it was a proximal femur fracture fixed with cephalomedullary nail implant. Nail implant breakage can be observed from the images dated on ¿(B)(6) 2014.¿

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: date unknown. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.